Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752 , serial# (B)(4), product type: recharger. Product ID: 3998, lot# v233248 , implanted: (B)(6) 2009, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that their recharger was not charging. The desktop charger connector pin was completely broken off. Due to this issue the patient's implantable neurostimulator (ins) was completely empty. These issues started within the week prior to the report. The patient was sent a replacement desktop charger. There were no patient symptoms reported. The patient was implanted for other chronic intractable pain of the trunk and limbs. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.